Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad races. Unit received with stripped battery cap coin slot (p). Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer indicated that he removed the battery but the problem persists. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer did not want to troubleshoot battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.